Event description:
It was reported that the patient came in for follow-up and the impedance on the right ventricular (rv) lead was high and lead integrity alerts (lia) were seen. The sensing integrity count was high and the there was no capture at 5v. The physician reopened the site and pulled the rv lead from the device and it did not come out then the physician unscrewed the lead from the device and re-tested the lead through the analyzer. The lead impedance was within range. The device was explanted and replaced. No patient complication shave been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.